Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 501 mg/dl and 400mg/dl compared to readings of 121mg/dl and 121mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Returned sensor was attempted to scan and observed an error message that indicates that the error message was generated by the patch reader software and was not indicative of a cybersecurity issue. Data was unable to extract due to the error. Visual inspection was performed on the sensor plug assembly and water-based liquid contamination was observed on pcba (printed circuit board assembly). Unable to perform test due to the error message while scanning and reprogramming the sensor. An extended investigation has been performed. Visual inspection has been performed on the returned sensor. The returned device was attempted to be scanned on the evm (evaluation module) using the patch reader however, error message was observed. The returned battery voltage was measured, and it was not within specification. The returned battery was replaced with a known good battery and the returned sensor was scanned one more time on the evm using the patch reader however, the same error message was observed. Customer complaint of high readings was unable to be replicated due to error message observed occurring from the contamination on the pcba. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 UDI primary number: (B)(4).